Event description:
It was reported that during a laparoscopic roux-en-y procedure, the ancillary blue trocar was difficult to place inside the anvil. The fit between the ancillary trocar and the anvil was very tight. Once they got the ancillary trocar into the anvil, they could not remove the trocar from the anvil. Another device was used to complete the case with no consequence. The device was discarded

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.